Event description:
A fractured catheter was reported; reporter was unsure when it occurred. It was added that in (B)(6) 2010 healthcare provider (hcp) had decided to wean patient off of medication in pump, reason not known. In (B)(6) 2011, patient felt the "heeby geebies" and pain got worse in her right leg. Patient thought that she was going through withdrawal but never went to the ER or hcp to have symptoms addressed. The pump began alarming (B)(6) 2011. Patient states she contacted hcp and the alarm was silenced. No interventions were done by the hcp. In (B)(6) 2011, patient consulted another hcp who took an x-ray of the catheter in (B)(6) 2011 and determined the catheter was fractured. Catheter and pump replacements were being considered. Drug delivered via the device at the time was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter modle: 8703w, serial# (B)(4), implanted:1998 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information: it was stated that the catheter had been broken since 2010 and the pump was turned off by the hcp since 2010. It was stated that the catheter broke right at the spine location. Patient was not sure why the pump was turned off and currently didn't have a doctor. It was added that patient had a hcp who ''would do a replacement but will not be able to follow the pump.'' Patient desired another pump to put in again because it worked so well.

Event description:
Patient reported that she had x-rays done in (B)(6) 2011 that showed that the catheter was broken. Patient stated at that time, hcp indicated that he did not think the patient needed the pump and reduced the rate. Patient stated the pump was working for her. The hcp turned off the pump in (B)(6) 2011; it had been alarming since late september 2010. The patient was seeking a physician to manage her care.

Manufacturer narrative:
(B)(4). Eval conclusion will be updated/corrected for this event.